Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a hepatectomy, there was an error code 5 and the tip of the blade broke soon after. The broken piece was retrieved. Competing product was used to complete the case. There was no adverse consequence to the patient.